Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3389s-40, lot# va1njz5, ubd: (B)(6) 2020, UDI#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there was large resistance of the lead during testing in the implant procedure. A new lead was used to complete the operation. The patient was in good condition. The cause of the issue was unknown. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the lead (lot no. Va1njz5) found no anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.